Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. An analysis of the data logs from the navigation system was performed. The analysis of the core file revealed that the select thumbnail function contained in a component thumbnail list directory was involved in the root cause of the anomaly.

Event description:
A site representative reported that, while outside of a procedure, the navigation system became unresponsive and stuck with a blue screen on the monitor. The reported issue occurred after attempting to transfer an image through electronic picture archiving and communication systems (pacs). A soft restarting by using ctrl-alt-delete resolved the reported issue. A partial image was received on the navigation system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.